Event description:
It was reported that intra-aortic balloon pump (iabp) had a high baseline error during use on a patient. As a result, the iabp was s wapped out with a functioning iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "high baseline alarm" is not able to be confirmed. Upon review of the tracking number, the package is currently in possession with ups with no expected delivery date. If any part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A CAPA investigation was opened to further investigate. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon pump (iabp) had a high baseline error during use on a patient. As a result, the iabp was s wapped out with a functioning iabp. There was no report of patient complications, serious injury or death.